Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels up to 435mg/dl and ketones; current bg level was 170mg/dl. Infusion set site changes were performed and correction boluses were delivered to address the bg levels. A cartridge change and infusion set change were performed for the current occlusion alarm, therefore tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer was using apidra insulin in their cartridge. Cts educated the customer in regards to using insulin types that are indicated to use with the pump and educated the customer in regards to the causes of occlusion alarms.